Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer initially reported a piece of the needle holder broke off during the procedure. Dr felt it was best to leave it inside pt. On (B)(6) 2011, customer response to integra e-mail: surgeon was performing an open reduction fixation of left bimalleolar ankle fracture. It was reported that it is unclear what the surgeon was suturing when the carbide tip broke off. Surgeon and staff unaware that the tip had broken off until an intraoperative x-ray was taken to assure stability of the ankle fracture. It revealed the presence of a small metallic fragment trapped in the soft tissue repair itself (just distal to the medial malleolus in the deltoid ligament). This fragment appears to be a small 0.5mm x 2mm x 2mm carbide tip that was part of the jaws of the needle holder. The surgeon chose not to remove the foreign body because he believed it was not located near the joint and it was sterile and would be more damaging to go in looking for the fragment rather than to leave it in place.